Event description:
It was reported the flex deflectable videoscope had an image problem. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. A review of the device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported malfunction was likely due device handling stress on charged coupled device (ccd) unit. Additionally, the abnormality of the horizontal line in image, is likely to be caused by breakage and/or short circuit of ccd signal lines. However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "IFU states if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor the field performance of this device.